Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization - initial or prolonged in b.2 section, which was marked incorrectly as this is product problem only as mentioned in b.1 section in previous report.. H.3 and d.9 was incorrectly mentioned as no, device returned to manfacturer is correctly updated now. Type of investigation in h.6 also missed to mention 10(testing of actual/suspected device), which correctly updated now. A.1 section was inorrect patient intial name was reported in the previous report, which correctly updated in this follow up report as unknown. Phone number in e.1 section was missing in the previous report, which is correctly updated in this follow up report. Section d.1 was mentioned incorrect brand name dreamstation auto bipap, which is correctly updated as bipap auto in this follow up report.